Event description:
Caller reported an error with the continuous glucose monitor related to error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and guided the caller through the pump reset process, after which the caller successfully started their sensor session and the error was resolved.